Event description:
Patient had dialysis initiated at 11:10 a.m. On 10/2/03. At approximately 11:20 a.m., patient was observed having what appeared to be seizure activity. Staff responded and observed "foam" in the system (arterial and venous sides of the lines). The dialyzer also appeared to have foam (appearance "light" in color instead of the usual "dark" color). Patient was non-responsive. Lines clamped, patient placed on left side and 911 called. CPR was initiated. Emt could not intubate and transported to hospital. Patient expired in the emergency room of the hospital. Autopsy revealed air emboli. Investigation was initiated. After the incident, an employee stripped the machine of the bloo dlines and dialyzers and discarded in biohazard waste container. The machine was moved into the technical area to be checked by the technician. On interview of the staff person initiating dialysis, we cold not ascertain that any problems occurred. The patient did not express any particular problems that day, there did not appear to be any problems with the equipment or supplies. The staff person said that she did not encounter any problems with the initiation of dialysis.